Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Reporter occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Additional information received on 19jan2021: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet." Patient allegedly received an implant via the right common femoral vein. It has been reported the filter was removed. Per the (B)(6) 2015 x-ray lumbar spine: "impression: evidence of penetration and fracture of the posterior main strut of the ivc filter, as well as a linear radiopaque density overlying the pelvis which may represent migration of a filter fragment." Per the (B)(6) 2017 x-ray lumbar spine: "ivc filter fragments are again abutting the right aspect of the right l3 vertebral body, as well as within the left pelvis, unchanged in location from multiple priors. The previously noted ivc filter has been removed." Per the (B)(6) 2017 x-ray lumbar spine "impression: redemonstration of embolized ivc filter fragment in the left hemipelvis, unchanged in location." Per the (B)(6) 2017 CT pelvis without contrast: "there is a linear radiopaque body within the left pelvis, representing a migrated filter fragment." Per the (B)(6) 2017 x-ray pelvis with hip: "impression: redemonstration of embolized ivc filter strut within the left pelvis, unchanged from prior."